Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the catalytic converter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra).the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted.the service history for this unit for the past six months (12/20/2014 to 06/18/2015) did not observe any significant trend.the trend for the product malfunction code of haze/mist/vapor was completed from july 2014 through june 2015 and did not observe any significant trend.the fmea revealed the risk priority number (rpn) scores are considered to be acceptable.the sra shows the risk for exposure to toxic or corrosive material to be "low."the catalytic converter was returned and tested. The catalytic converter was found to be damaged. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter was found to be missing a screw. The reason for return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service.the reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
A customer reported an event of a ¿smoke¿ emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.